Event description:
The representative found that the flat panel spring arm is missing an m3 screw designed to support the monitor. Also, the hex screw was not on the spring arm covers. Medical tape was placed on the metal ring for support.

Manufacturer narrative:
This product does not have an expiration date. Device was evaluated in the field on march 19, 2010. The spring arm assembly was replaced. Device manufacturing date is unknown at this time. The flat panel monitor is mounted to a yoke which is a sub-assembly of an overall suspension. There are several connection points along the suspension with one connection point being the yoke to the spring arm. The yoke and monitor connected to the sprinng arm via a "keeer" clip. At this time it is unknown how/why the m3 screw was not in its intended location. This is not single use product.